Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 11/18/2014 with the following findings: the black box data from the alert date showed one prime function; the insulin remaining after this prime function was recorded to be 182 units. The pump was exercised for 24 hours, during which no loss of prime or other prime-related warnings were observed. The pump passed a force sensor calibration check. The pump successfully performed the rewind and load functions. The pump case was removed, and no evidence of internal damage or defect was found. The reported issue was not duplicated. During the analysis, the pump operated according to the specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. It was reported that the pump displayed that 20 units of insulin remained in the cartridge following the prime step when the cartridge visually appeared to contain more than 160 units. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.